Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16465. It was reported that the patient had complained of pain at both incision sites. The plan was to move the ipg to the abdomen and explant the anchors that were protruding. On (B)(6) 2021, the patient underwent surgical intervention wherein both swift-lock anchors were explanted to resolve the issue. Patient noticed an improvement in the pain they was experiencing before the revision. Effective therapy was established postoperatively.